Event description:
The manufacturer received information from a customer that a trilogy o2 ventilator, japan device had a ventilator inoperative alarm. From reviewing the device error code log, error err_dsp_motor_failure ventilator inoperative (error code 09) was recorded. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.